Manufacturer narrative:
Summary of evaluation: the evalution results, although inconclusive in the absence of the event baseplate, suggest that this event is not device related but rather is associated with intra-operative procedures.

Event description:
Reporter states, pt was undergoing primary (r) total knee replacement. After attempts were made with two other inserts to snap the insert into place the surgeon attempted to snap the insert to snap an alternate insert available into place, with the same results occurring. When he pushed up on the insert if "rose up." The surgeon elected to use this insert to complete the surgery. There was no adverse effect consequence for the pt due to this event.